Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during start of the procedure. The procedure was planned treatment, but it was delayed and the patient was moved to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to expose and showed ¿image disk full¿ error. Review of the system log file showed that cause of the issue was ip pc disk tray. The philips engineer replaced the ippc disk and reinstalled the software. After replacement of the ippc disk and reinstalling software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device gave an error stating ¿image disk full¿, preventing exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.